Event description:
Patient seen by implanting physician, on first follow up of zfen repair. Not symptomatic, however he was found on CT to have an occluded left iliac limb, as well as occluded right renal artery (vbx stent). Patient had not taken any of their aspirin or plavix as advised by patient care team. Physician did note the iliac limb had shifted from the final angiography in the case. They coil embolized and landed in the external iliac. Iliac was tortuous, however the final angiography was shot without a stiff wire, so she believes the stent may be a contributing factor along with the non-compliance of blood thinners. Coiling done (B)(6) 2023, zfen implanted on (B)(6) 2023.